Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of intermittent ac power while plugged in is confirmed. One of the contacts (l-live) on the power entry module was found loose during the complaint investigation, which is the suspected cause of the reported intermittent ac power. A definite root cause is undetermined; however, a potential cause is customer handling. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Event description:
There was no patient involvement. This demo intra-aortic balloon pump (iabp) belongs to the sales representative. It was reported the iabp kept losing power when still plugged in. The field service engineer (fse) serviced the iabp and found the power entry module to be very intermittent. As a result, fse replaced the module and power cord as well.

Manufacturer narrative:
(B)(4).

Event description:
There was no patient involvement. This demo intra-aortic balloon pump (iabp) belongs to the sales representative. It was reported the iabp kept losing power when still plugged in. The field service engineer (fse) serviced the iabp and found the power entry module to be very intermittent. As a result, fse replaced the module and power cord as well.